Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the black box and alarm history showed no evidence of delivery malfunction. The pump passed all required testing for delivery accuracy. The complaint was reported on 12/10/2018. Review of the basal total daily dose (tdd) from (B)(6)2018 to end of use on (B)(6)2019 confirmed the pump was delivering the programmed basal rate. Basal tdd adds up correctly with user basal settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.